Event description:
Additional information was received that reprogramming was performed to resolve event.

Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos), far field r-wave oversensing (ffrwos), and inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.